Event description:
Physician reported that a patient was implanted with a vns device as a result of the patient experiencing status epilepticus for an unknown number of days. Additionally, the physician reported that "nothing was helpful" to treat the patient's seizures and the patient subsequently died 3 weeks later. The cause of the death is unknown at this time. Attempts for more information were unsuccessful.